Event description:
It was reported by an eye care provider (ecp) that a pt had been diagnosed with a fungal infection in the left eye while using a lens care solution and biofinity lenses. It was not known if either product may or may not have been a contributing factor to the event. The issue began soon after the pt started wearing the lenses. The pt does not sleep in her lenses. The pt had been seen by another dr before coming to the ecp. Timeline and treatment are as follows: unk date and medical professional prescribed: vigamox, tobrex ointment, and atropine 1 % bid. On (B)(6) 2012 - initial visit to reporting ecp office. Pt had developed irritation and redness but continued lens wear during the day. Number of days was unk. Vigamox, fortified tobramycin and vancomycin were prescribed every hour while awake. On (B)(6) 2012 - continue medicines as prescribed. On (B)(6) 2012 - continue medicines as prescribed, adding voriconazole 100 mg bid (pills) and voriconazole drops every hour while awake. On (B)(6) 2012 - fungal infection was diagnosed with culture positive for fusarium species. On(B)(6) 2012 - continue medicines as prescribed, adding nadicin every 2 hours. On (B)(6) 2012 - condition improving. Discontinue vancomycin and tobramycin; but continue other medicines. F/u 2 weeks. On (B)(6) 2012 - pt's condition continues to improve. Discontinued all medicines except: nadicin and voriconazole drops. F/u info requested but not yet received.

Manufacturer narrative:
(B)(4). The product was not returned for eval. However, because the lot number is known, upon completion of the mfg investigation, a f/u medwatch will be filed. (B)(4).